Manufacturer narrative:
Patient is status post right knee tka as of this investigation. The tm patella was found to be compatible with the femoral component that was implanted and it was manufactured, inspected and packaged within established process specifications. The tm patella remains implanted. There was no indication that the tm patella has failed or is failing to perform as intended at this point in time. This investigation is considered closed at this time. Should additional information become available, this investigation may be re-opened.

Event description:
It was reported that the patient has experienced pain for the past year and a half. Surgeon sent the patient a letter stating he was affected by a recall: "post that went into femur isn't stable and needs a cemented one." March 10, 2016: medical records received. Product ID, updated implant date, primary op notes.

Manufacturer narrative:
A review of the implant's manufacturing record indicates that it was manufactured to specification. Based on the information available, the root cause of the event cannot be determined. Should additional information be obtained to further this investigation, this report shall be updated.

Event description:
It was reported that the patient has experienced pain for the past year and a half. The surgeon sent the patient a letter stating he was affected by a recall: "post that went into femur isn't stable and needs a cemented one." The patient was implanted with a persona tibia, persona femur and tm primary patella.